Event description:
It was reported by the affiliate that when the device was used during a gastric bypass procedure, it locked out. Another device was used to complete the case. There was no consequence to the patient.